Event description:
It was reported from sweden that the patient noticed single beeps and the batteries switching between power ports on the controller. The beeps were said to have occurred at different levels of activity. The facility removed all four (4) batteries from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event. This MFR report is 1 of 4 related to the same event.

Manufacturer narrative:
Preliminary analysis of the log files identified potential power switching events on batteries (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is 1 of 4 reports (3007042319-2015-00749, 750, 751 and 752) submitted for devices related to the same patient.

Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 1 of 4 reports (3007042319-2015-00749, 750, 751 and 752) submitted for devices related to the same event.